Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity.

Manufacturer narrative:
At this time, the hospital maintains possession of the device and it has not been released for returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
The device was explanted and replaced.